Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07143. It was reported that the burr was fractured and got stuck on wire. The target lesion was located in the left circumflex artery. A 1.25mm rotalink burr along with a rotawire were selected for use. During the procedure, while advancing the burr through the guiding catheter and guideliner, a lot of resistance was met so the entire system of the burr and guideliner were removed. When retrieved, the tip of the burr was fragmented and had clamped down on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.